Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare professional (hcp) had noticed having high impedance issues with six patients over the past six months and hcp was "concerned about a potential product issue." The issue described was patients that develop high, intermittent and weird impedance issues post-implant. In each case, the hcp had "gone back on these cases, wiped down contacts at implantable neurostimulator (ins) site and reconnected and everything was fine." Components were not believed to be "changed out" due to this issue. It was reported the patient's implantable neurostimulator (ins) was replaced for end-of-life on 2013-06-03 and all impedances were found to be within normal limits. The patient's granddaughter was climbing on patient and stepped on the ins, and patient had abrupt return of tremor in one hand. Impedances were tested and #2 contact (an active contact for tremor control) showed impedances of >40,000. Patient was taken to the operating room (or) for a revision. After the hcp disconnected ins, wiped with sterile gauze, and reconnected, impedances were checked and all were found within normal limits intraoperatively. See MFR. Reports #3004209178-2013-20287, #3004209178-2013-17367, and #3007566237-2013-03214 regarding the same hcp noticing similar issues with different patients.